Manufacturer narrative:
The explanted devices were not returned to bsn as it was kept by the medical facility. Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that after the implant procedure, patient was unable to feel her right leg. It was also reported that the physician felt the lead was pressing on scar tissue that caused leg problem. The patient underwent an explant procedure.